Event description:
It was reported that a patient implanted with an impella rp flex experienced hematuria and hemolysis. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Data logs showed that the pump ran without issue during support. There were no mc spikes, abnormal ps or purge issues observed during support. The product was not returned for review. The cause of the hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The cause of the hematuria was not determined due to insufficient clinical details. The device passed all post sterile inspection checks.